Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) contacted the clinical sales representative (csr), who stated that the csr would follow up and determine whether this is a training issue or a system issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the guided tool change is intermittently not working, or the instrument tip does not go back to the correct location. The issue only occurs on arm 3. The onsite was not connected and unable to view error logs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter said that guided tool change was only intermittently working but the issue did not cause any injury/harm to the patient. There was no non-intuitive motion experienced.